Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/8/2019. The analysis has begun but is not complete at this time. When the investigation analysis have been completed, a supplemental report will be submitted. This means that medical device removal was required. 2. Is other serious- uncheck 2. Is required intervention- check manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/3/2019 mentor became aware that codes were erroneously submitted from h10 from the supplemental report submitted on that same date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced left sided deflation with no known trauma post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/17/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the sample a tear was noted on the anterior view. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).